Event description:
The customer reported having high blood glucose of 515mg/dl, and requested having the insulin pump replaced. Troubleshooting was declined as customer stated that there is an issue with the insulin pump delivery system. Advised the customer call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.